Event description:
The event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock. A complete change of an infant's infusion line at the end of the day (including tubing and filters was reported. The lines were properly primed and no anomalies were noted. Several minutes after the line was set up, it was observed that the filter was leaking along the tubing and into the incubator. The area was wiped with a sterile compress, and the monitoring continued, the leak reappeared. The filter was immediately replaced. To be noted that these problems are recurring. The status of the product at several minutes after the infusion line was set up. There was a delay in the therapy due to the change of the infusion line, no one was harmed, no defects were seen on the device prior to the incident. The medication used was a bag of parenteral nutrition with lipids.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.